Manufacturer narrative:
Patient information now provided. This was a plif procedure. Mfg date now provided.

Manufacturer narrative:
Device manufacture date could not be provided at the date of this report. A new handle was sent to the site for issue resolution, but suspect handle has not been returned by site for evaluation.

Event description:
A medtronic representative reported that the ratchet handle was damaged when hammering the base of the handle during use. The metal cap on the bottom of the handle detached. No impact on the patient outcome reported.